Event description:
It was reported via repair work order that the power load trolley is stuck at approximately mid position on transfer rail due to shoulder harness strap caught under patient's right foot end of trolley roller. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.